Manufacturer narrative:
(B)(4). Method: one complaint rt380 evaqua2 adult breathing circuit was received at fph in (B)(4) and underwent a pressure and water bath test. Our investigation is also based on the information provided by the hospital. Results: the subject breathing circuit performed outside specification during the pressure test. The waterbath test revealed a small cut in the inspiratory limb of the breathing circuit. A lot check was not performed as no lot information was provided. Conclusion: based on our investigation, the inspiratory limb was cut with a sharp object, most likely caused by opening the box or packing bags with a knife or box cutter. The hospital reported that the box and packaging were opened by a cutter knife. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The hospital correctly performed a leak test before patient use as per the user instructions.

Event description:
A hospital in (B)(6) reported via a fisher paykel healthcare (fph) representative that one rt380 evaqua2 adult breathing circuit did not pass the ventilator leak test before patient use.